Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was exchanged for a same length lens but different power and change in axis, additionally the lens was repositioned and the problem resolved. The cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial, dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. H11 manufacturer narrative secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The len was exchanged for a same length lens but different axis and problem resolved. The cause of the event was reported as unknown.